Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major stroke while at rehab in iowa. They were admitted for gastrointestinal bleeding and given packed red blood cells. The event date was estimated.

Manufacturer narrative:
Stroke admission in february and march captured in MFR #2916596-2023-02638 and MFR #2916596-2023-06158. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post-product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2023, had occult on (B)(6) 2023, and discharged (B)(6) 2023.